Event description:
It was reported that during a laparoscopic cholecystectomy the device misfired (crossed) upon initial use. The clip was removed. Upon the second attempt, the device jammed. Another device was retrieved to finish the procedure. The patient was left on the table for an "extended period of time." There was no patient injury. Additional information was requested, but no additional information was provided. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon evaluation, the device was cycled, fed, and formed the remaining ten clips as intended. The device then locked out as designed. No packaging was returned with the device, so the device history record cold not be reviewed. As the device operated as intended during testing, no conclusion could be reached as to what might have caused the reported event.